Manufacturer narrative:
(B)(4). Loss of bowel and bladder symptoms.

Event description:
The patient had a refill where clonidine was added to the pump. Following the refill session, the patient suddenly developed paralytic and radicular symptoms. The patient had paralysis in the right leg and "loss of bowel and bladder symptoms". The patient also had sharp pain running down her legs and in her back (new symptom). The patient had done research online regarding inflammatory mass and thought that the symptoms were similar. The patient had gone to the ER, but was currently at home. It was stated that since the patient's "2nd surgery to repair catheter the pump has not worked". The patient had not been able to reduce her oral pain meds and had had multiple increases of drugs in the pump. The pump was used to deliver clonidine, morphine and possibly bupivacaine. The patient was being seen by neurosurgery and was being worked up for a granuloma as well as other things. Additional information has been requested, a follow-up report will be sent if additional information becomes available. See manufacturer's report # 3004209178-2009-04002 for one revision event.